Manufacturer narrative:
B3: literature publication date used as event date, as it is unknown. Literature citation: quiroz alfaro, aj, et al (february 29, 2024). Transhepatic approach: a safe alternative for left atrial appendage closure in challenging anatomical cases. A report of 2 cases and narrative review. Heart rhythm society. 10(5): 336-370. Doi https://doi.org/10.1016/j.hrcr.2024.02.017.

Event description:
Reported via journal article. It was reported that access system kink occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed. A watchman fxd double curve access system (was) and a watchman flx closure device and delivery system (wds) were inserted and advanced. There was difficulty navigating the transseptal crossing, causing a kink in the sheath, narrowing its lumen, and obstructing the advancement of the wds. The kink in the was persisted even after attempts from the right and left femoral veins. Subsequently, the procedure was aborted.